Event description:
I ordered the free ihealth covid-19 home tests. These are tests that come two per box. I received two boxes (four tests). All four of the tests appeared defective when used as directed. There was no line that showed up to indicate either positive or negative, simply no line whatsoever, just blank. The test use-by date is january 09, 2024 and today is (B)(6) 2023, so they are not expired. All four tests are from the same lot number. Info from the test box: gtin(01): 30856362005891 lot no.(10): 236co20110 use by (17): 2024-01-09 tests were stored in a home under normal temperature-controlled conditions and were not out of date. Ref report: mw5149391.